Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital intensive care unit (ICU) due to 'oversedation'. The medication in the pump was morphine. The reporter did not provide any further details. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).